Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's husband that the customer had low blood glucose levels between 30mg/dl and 40mg/dl. Customer was treated with glucose tablets. It was reported that the customer's blood glucose level went up to 70mg/dl. No additional information was provided.